Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approximately 11 months post procedure the pt was reassessed for symptoms of vaginal drainage and vaginal erosion. The sling material was removed without incident on 02/04/98. The pt remains continent. The device was destroyed by the user facility. Therefore, no failure analysis will be available. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion.